Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. The battery that was returned with the pump for investigation did not show any evidence of overheating. No defects were found to the power flex, battery connections, and internal components. The battery cap and compartment were found to be intact. There were no defects found on investigation; the complaint could not be confirmed or duplicated.

Event description:
The patient reported that she noticed the pump and battery were both hot to the touch after receiving a "low battery" warning. She stated that she did not sustain any injury as a result.